Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter needed assistance with restarting the sensor after it had been in use for 3 days. Blood glucose reading was below 5 mmol/l. Advised to restart the sensor 2 to 4 hours after a meal with stable blood glucose reading. Nothing further reported.